Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticmo12.6, -10.50/0.5/054 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted due to being implaned upside down and low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "doctor planned to implant the back-up lens."